Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer's blood glucose level. Customer was provided with pump reset information and assisted with resetting the pump. The same malfunction code did not recur after resetting, and customer was instructed to continue using pump and to call back if any malfunction code recurs.